Event description:
9/85 closed capsulotomy, 5/86 hardening, 5/89 fatigue, 11/91 lupus, alopecia, sleep disorder, scleroderma, raynaud syndrome, 9/90 pneumonia, 10/93 high fever, 7/94 enlarged left lymph node, mitral valve prolapse, active vasculitis, skin ulcerations.